Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 46 mg/dl reportedly, the customer is growing and the pump settings needed to be updated. Customer consumed carbohydrates to address bg level. Recommendation was made for customer to discuss event with their healthcare provider.